Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 208 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer stated that there was no significant event leading to sensor glucose inaccurate reading was observed. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.